Manufacturer narrative:
The manufacturer's preliminary investigation is that there are two screws required to fix the potentiometer to the gear. One of the screws was loose. The fine potentiometer is used by the system to calculate the exact position of the table. If the fine potentiometer is not tightly fixed, there can be a difference between the control system readout and the actual physical position of the table. The screw has been tightened. The manufacturer's investigation is on-going and final comments will be provided once the investigation is complete.

Event description:
Automatic set-up movement (asu) error which may have induced irradiation to 18 patients at the wrong point.